Manufacturer narrative:
(B)(4). Catalog number 062941-002 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time, patient experienced infection of subcutaneous tissue at stoma site. It was reported that the inflammation value was increased. The patient was treated with oral antibiotic levofloxacin hydrate 500 mg for 21 days. On (B)(6) 2018, the patient was admitted, and incision and drainage was scheduled on (B)(6) 2018.